Manufacturer narrative:
The device was evaluated by the returns department which found that the tubing was cracked at an upholstery mounting hole on the right side of the frame.

Event description:
Provider states the seat frame is cracked on the right side sitting in the chair.

Event description:
Provider states the seat frame is cracked on the right side sitting in the chair.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.